Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An inventory management specialist reported an intraocular lens (iol), with a description of "fiber on lens". There was no patient contact. Additional information was provided indicating that the event occurred before surgery. The procedure was completed with a new iol.

Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly posterior side up in the lens case. Solution is dried on the lens. Multiple pieces of small fiber like foreign material was observed on the anterior and posterior surface of the lens. The optic has a large portion of optic lens material missing (not returned). The reported "fiber on lens" was observed. The product investigation could not identify a root cause for the observed foreign material. Lens damage was also observed. The observed lens damage is typical in appearance to handling related damage. The lens being returned positioned incorrectly posterior side up in the lens case and the presence of solution on the returned sample is evidence that the product was subjected to handling. Due to the incorrect positioning of the lens and presence of surgical solution, we are unable to verify that the foreign material and the damage were present when opened. The origin of the foreign material is unknown. The manufacturer internal reference number is: (B)(4).